Manufacturer narrative:
Correction: b5 should include assurity advisory statement.

Event description:
Related manufacturer reference number: 2017865-2021-35237 related manufacturer reference number: 2017865-2021-35238 it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. It was also reported that the patient's pacemaker system had an unspecified infection. The system was removed. The patient had no adverse consequences.

Event description:
Related manufacturer reference number: 2017865-2021-35238. Related manufacturer reference number: 2017865-2021-35239. It was reported that the patient's pacemaker system had an unspecified infection. The system was removed. The patient had no adverse consequences.